Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.